Event description:
Procedure: nephrectomy. Reportedly, the metal pin from the locking collar fell out into patient and the white plastic catch could then not be locked. The pin was recovered and there was no patient harm.